Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions - device failure is suspected.

Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt. The pt's seizures were also increased. The vns was disabled. The pt will be observed clinically with the vns disabled for now, and no vns revision surgery is currently planned. X-rays were reviewed by the manufacturer and no lead discontinuities were noted. However, it was identified that the vns electrodes are not in alignment; this is suggestive of one of the electrodes possibly not being secured to the vagus nerve. All attempts to the reporter for additional information have been unsuccessful to date.